Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was opened for use in a flexible ureterolithotripsy procedure in the left kidney performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, it was noted that the laser fiber was folded when taken out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual analysis revealed that the fiber was kinked approximately 134.5 cm from the top of the connector. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing process design. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was opened for use in a flexible ureterolithotripsy procedure in the left kidney performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, it was noted that the laser fiber was folded when taken out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.